Event description:
It was reported by the patient¿s family that four days post implantable cardioverter defibrillator (ICD) system implant, the patient expired because the ICD did not work properly. The patient¿s family stated that the patient¿s heart function was down to 10% and the ICD did nothing. Follow up was conducted with the clinic and the cause of death was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.